Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported issue booting up and subsequent delay remains unknown.

Event description:
Additional information confirmed this event occurred during device preparation without involving the patient.

Event description:
During an atrial fibrillation procedure, the dws did not boot normally which caused a delay as another dws was borrowed which took 3 hours. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite velocity¿ display workstation was received for evaluation. The dws device accessories were connected along with power. Power was applied and the dws passed the power-on-self-test (post). The dws loaded the operating system successfully then ensite application main log-in screen loaded successfully with no errors which includes the local and remote monitor (using the displayport). The reported event was not able to be duplicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the cause of the reported power issue and subsequent delay could not be determined.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 100149280) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, the dws did not boot normally and another was borrowed which took 3 hours. The procedure was completed with no adverse consequences to the patient.